Event description:
Partial small bowel obstruction. A 44-yr-old female pt was hospitalized on 1/7/99 for suspected partial small bowel obstruction subsequent to seprafilm use on 10/15/98. The pt is post total colectomy with ileal anastomosis for ulcerative colitis performed as a two-stage procedure. The first stage the colectomy and creation of a proximal ileostomy was performed at the reporting facility on 10/15/99. Five sheets of seprafilm were applied. Subsequent to the initial surgery, the pt was hospitalized two or three times for severe volume depletion (dehydration). The pt also developed a deep venous thrombosis in the left lower extremity during this time. The second stage surgery, closure of her ileostomy, was performed on 12/31/98 at the reporting hospital. On 1/7/99, the pt noted that ever since her second stage surgery she has been unable to eat and has had several loose bowel movements a day which was no different than prior to her recent surgical procedures. She was admitted to a different hosp. Laboratory results revealed a normal white count, mild anemia and deficiencies in potassium and magnesium. X-rays demonstrated air fluid levels on an upright film and some gas suggesting the possibility of partial obstruction although rectal gas was identified. The treating physician at the admitting hospital ordered a nasogastric tube on 1/7/99, which the pt refused until 1/11/99. Examination of the pt on 1/11/99 at the admitting hosp indicated one loop of distended small bowel 4.5 cm in diameter seen in the mid abdomen. The pt was transferred from the admitting hosp to the reporting hosp on 1/11/99. The pt continued to improve over the next several days and was discharged from the reporting hosp on 1/17/99. Discharge medications wore the following: lovenox (enoxaparin) 30mg - subquaneous, twice a day, prednisone 5mg - by mouth, once a day, darvocet n-50 - by mouth, 1-2 tabs, every 4h-6h prn. The pt was reported to have recovered without sequelae. The reporting physician assessed the partial small bowel obstruction as possibly related to seprafilm.